Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event on (B)(6) 2016. Patient stated that while hiking she had a diabetic seizure due to low blood glucose (bg). Patient did not receive the 'cgm low alert' on her pump. Patient stated that at the time of the low, the pump was indicating that her bg was approximately 100mg/dl. Patient stated that her dexcom receiver did alert her and was displaying "low" on the screen. Patient stated that she believed her low bg was due to not eating much that day, drinking an energy drink and then going on an hour-long hike. Patient's friend's mother helped her walk out of the woods and get some carbohydrates (beverage and a sandwich). Emergency medical technicians (emts) arrived and checked the patient's vitals. They also performed a concussion-screening, as the patient had fallen when she started seizing. Patient stated that she experienced a mild concussion. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).